Event description:
After an implantation time of about 58 months, it was noted during follow-up that the pacemaker does not pace. An interrogation of the pacemaker was not possible. The patient is currently in stable condition. The pacemaker was explanted.

Manufacturer narrative:
Result and conclusion of manufacturer's investigation. The pacemaker underwent a visual incoming goods check. It was noted that there were slight scratches on the front side of the pacemaker. The device was subjected to an electrical incoming goods check. The interrogation of the pacemaker was possible without problems. The pacemaker was programmed to ssi mode with a rate of 70 ppm. The pacing amplitude was programmed to 2.0 v at 0.2 ms. Pacing was tested. No pacing loss could be observed, and the output signal was delivered as programmed. Next, a load test was performed. The pacemaker was measured in the temperature cycle. Intermitting pacing losses could be confirmed under thermal stress. The pacemaker was returned to the manufacturer of the circuit. During the analysis at the manufacturer, intermittent oscillator interruptions could be identified as cause of the interruptions in pacing. In summary, it can be said that this is a case of a component defect without systematic background.